Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed through this investigation as heartmate ii lvas was not returned for evaluation. The account communicated that the patient was admitted on (B)(6) 2019 with elevated ldh and plasma free hemoglobin on outpatient labs. The patient reportedly had no symptoms of thrombus during physical exam. The patient¿s inr was subtherapeutic at 1.8 on admission to the hospital. A ramp echo was performed which showed that the aortic valve was closed. The patient was treated with an IV of heparin, plavix, and aspirin. The patient was discharged on (B)(6) 2019. His ldh dropped from 743 to 425. No product is available for investigation. Analysis of the submitted log file revealed no atypical alarms or events and the pump appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 for concern of pump thrombosis. The patient¿s lactate dehydrogenase (ldh) and plasma free hemoglobin were rising per outpatient labs. Inr was sub-therapeutic at 1.8. The patient had no clinical signs or symptoms on physical exam. Reportedly, there were no changes to patient condition that may have contributed. A ramp echocardiogram (echo) showed that aortic valve was closed. Treatment was IV heparin, plavix, full strength aspirin, and increased inr goal to 2.5-3. The patient was maintained on medical therapy and discharged to home on (B)(6) 2019. The patient¿s ldh was followed as an outpatient and reportedly dropped to 425 u/l from 743 u/l. The healthcare professionals were to continue to follow up ldh as an outpatient.